Event description:
It was reported that a low pacing lead impedance alter was observed remotely on merlin.net. Alert could not be cleared and pt was planned to be scheduled to come to clinic to clear the alert. The device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medical form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.